Event description:
It was reported that when the catheter was tested prior to insertion, there was no balloon deflation, but during the procedure, the catheter fell out and when checked, there was a hole. As per the investigator notification received on 06jun2023, there was double perforation of the notch.

Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual evaluation noted received 2 three-way catheters. Attempted to inflate first catheter balloon with 3.5 ml of solution and it immediately leaked out of a 0.011" pinhole found on the balloon. Attempted to inflate second catheter balloon with 3.5 ml of solution and the solution immediately went into the drainage lumen from the balloon. Dissected balloon and found that the notch was double perforated. Therefore, product does not meet specifications which states "verify that the eye punches are complete and notch according to the applicable drawing." Although an exact root cause could not be determined a potential root cause could be: notch design (ID undersized); notch placement (nicks drainage lumen); no notch. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the catheter was tested prior to insertion, there was no balloon deflation, but during the procedure, the catheter fell out and when checked, there was a hole.